Event description:
The customer reported the jaws were open and the blade within the jaws was off of the track during a therapeutic laprascopic hysterectomy procedure involving an olympus powerseal jaw sealer and divider. The procedure was completed using a similar device. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.